Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that they were hospitalized three to four weeks ago for high blood glucose but that it was an issue with skin. Customer's blood glucose was unknown at the time of incident. No further information was given.